Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments. The patient was unwilling to provide the date/time that the alleged meter issue started. On an unspecified date/time after the meter issue began, the patient reportedly developed symptoms of feeling weak and shaky. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient denied receiving medical intervention from a health care provider and was not willing to indicate if she was tested on another device. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.